Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the previous night, his blood glucose was 160 mg/dl when he went to bed and it was 438 mg/dl when he woke up. Customer stated that he treated with a bolus. Customer stated that he was feeling terrible. Customer treated with syringes yesterday plus a bolus. Customer stated that the tubing has a couple of air bubbles. Customer was assisted with removing the reservoir and rewinding the pump. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised that the pump was working as designed. Customer stated that the cannula was not bent. Customer stated that the bubbles are approximately ¼ inch long. Customer stated that the pump was not rewound with a reservoir in place. Customer stated that the bubbles are white. Customer stated that yesterday the tubing was kinked by a belt clip. Customer was advised to do a complete set change.